Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose was 150 mg/dl. As the pump was still functional, customer continued to use the pump for insulin therapy.